Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem was confirmed. The monitor was found to have a broken end cap. The connectors were loose which caused no communication with the belt. The black high voltage wire was broken off at the auxiliary board. The monitor looked to have been dropped by the patient. The monitor was repaired and retested. No adverse event resulted from the damaged monitor. The patient received a replacement monitor.

Event description:
A (B)(6) female patient contacted lifecor customer support to report that the top has come off of the monitor. Support sent a territory manager (tm) to the patient to replace the monitor.